Event description:
On (B)(6) 2019, during an ICD implantation procedure, the subject ICD was connected in rf wit an orchestra+ link and tests were performed (charge time,¿). Te device was prepared to be programmed in vvi mode at 70 bpm (but without programming the parameters yet). After some minutes being connected in rf, the physician finally decided not to use the subject device as the lv lead would have to be replaced by an is4 lead. Another device was implanted instead and the subject device was kept for a future implant. On (B)(6) 2019, during other ICD implantation procedure, the subject device was interrogated again and an abrupt decrease of the battery voltage was observed, down to 3.17 v. The device was not implanted and other type of device was implanted instead.